Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat cystocele, rectocele, stress urinary incontinence and pelvic organ prolapse on (B)(6) 2001 and mesh was implanted. It was also reported that she experienced pain, bleeding, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). This medwatch report # 2210968-2014-00788 is being voided as it is a duplicate of medwatch report # 2210968-2013-24994. Please see medwatch report # 2210968-2013-24994 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.